Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a colonoscopy about a month ago and since then they have had some issues with their symptom relief. The patient stated they made stimulation adjustments this morning, and it took a couple tries to conn ect to their implant. The patient mentioned that since making the stimulation adjustments they were feeling some nerve stimulation at the bottom of their left foot, which was the side their device was on. Stimulation expectations were reviewed with the patient. The patient also said since their colonoscopy their symptoms were getting a little worse. When asked, the patient stated they did not power off their implant for their procedure, and the patient stated they had tissue removed. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient stated they were very active and that they danced, played pickleball, and did cardio.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it took several attempts to connect. Everything was completely charged and the sensor was positioned correctly. It finally connect after several "try again" commands. The cause was not known. Patient has scheduled an appointment with the health care provider (hcp) to make sure the equipment is functioning as it should (B)(6) 2025. It was reported the issue was not yet resolved. The cause fo feeling some never stimulation at the bottom of their left foot was determined. When they connected, they took program 3 at level 3 to program 4 at level 5. They backed off to level 3 and the 'tingling stopped". To resolve this issue, they will stay at this level unless the hcp suggest differently. The cause of the worsening symptoms after the colonoscopy was not determined but they were directed to the hcp. Patient stated they felt that the device really doesn't work well for them. It was reported the issue was not yet resolved.